Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2: reference MFR report: reference MFR report: 3008829311-2016-00196. It was reported that patient had bilateral leads implanted at l5 and one of the leads migrated. It is unclear if this was the right or left location. Leads were removed and replaced with the same drg lead model. Effective therapy was established following the procedure.